Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored for several days and no blank display anomaly, audio/beep anomaly or constant tone anomaly was noted. No unexpected restart alarm was noted. No damage was found on the interface board. The pump had moisture damage on the lcd board. The pump had a cracked case at the display window corners, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was awaken by a loud piecing sound made by the insulin pump. The insulin pump alarmed unexpected restart. Customer's blood glucose level was 388 mg/dl. The insulin pump had a blank display. Condensation was visible around the edges of the screen. The insulin pump was exposed to moisture. The customer had a dry mouth. The customer was advised that the device would be replaced and agreed to return the product for analysis.